Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. The customer mentioned that they would like to have the main pcb (printed circuit board) and eprom ( erasable programmable read-only memory) pcb (printed circuit board). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported xdcr (transducer) fault, high pip (peak inspiratory pressure), high rate and low ve (minute ventilation) on the vela ventilator. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.